Event description:
Clinical report states the patient had an intraoperative femoral bone fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The device associated with this report was not returned and is presumed to remain implanted as no revision surgery has been reported. Radiographic reviews were not available. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.